Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a procedure performed a week earlier (patient age, gender and weight are unknown). According to the complainant, while attempting deployment, the device did not "feel" right, it was very stiff and difficult to advance. It was removed, and noticed that the sheath was cracked. Another wallstent endoprosthesis endoscopic biliary device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Product analysis of the returned device confirmed that it was not possible to deploy the stent from the returned device. A functional check was performed and found when the distal handle was retracted, no movement of the outer sheath was noted. Visual examination found that the stent was partially deployed, the inner lumen was kinked and exiting at the guidewire access port. Dissection of the shaft revealed that the inner lumen had broken at the skived area. The exact cause of this occurrence is unknown. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.